Manufacturer narrative:
The subject device is not available.

Event description:
The patient underwent a thrombectomy procedure to treat the m1 segment of the mca. Post procedure, the patient achieved a tici score of 3 and at 24 hours the patient was assessed having a nihss of 4. The patient was discharged home with a modified ranquin scale (mrs) of 1 approximately 11 days post the index procedure. Embolization to new territory (ent) was not observed by the study facility post procedure; however, further review performed by independent lab facility indicated that ent occurred. The affected territory was not disclosed and no adverse events associated with the ent were reported. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, embolus is a known risk associated with endovascular procedures and are noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The patient underwent a thrombectomy procedure to treat the m1 segment of the mca. Post procedure, the patient achieved a tici score of 3 and at 24 hours the patient was assessed having a nihss of 4. The patient was discharged home with a modified ranquin scale (mrs) of 1 approximately 11 days post the index procedure. Embolization to new territory (ent) was not observed by the study facility post procedure; however, further review performed by independent lab facility indicated that ent occurred. The affected territory was not disclosed and no adverse events associated with the ent were reported. No further information is available.